Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump failed occlusion testing. There was no reported patient involvement and no adverse effects.

Manufacturer narrative:
Device evaluation summary: one smiths medical cadd solis vip pump was returned for analysis. Visual inspection of the pump no physical damage on the pump. Review of pump's device history log did not find the reported event in the log. Functional testing included occlusion test. The pump passed the occlusion test. Customer stated issue could not be duplicated. Problem source could not be identified.